Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes cap came off and some of the sample leaked. The following information was provided by the initial reporter: material no: 367986, batch no: 8198906. I was reported the cap came off spilling a little blood on to the glove and tray the tube was sitting on. Tube cap popped off after drawing with a vacutainer straight needle. Blood came out onto the tray and glove, but I have not been told any further exposure other than that. "This particular incident only involved one tube in one specific lot. The incident occurred right after blood draw while the clinician was placing the patient label on the tube. The blood draw was with a vacutainer. The top completely came off as the clinician positioned it sideways to place the patient label".

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes cap came off and some of the sample leaked. The following information was provided by the initial reporter: material no: 367986 batch no: 8198906. I was reported the cap came off spilling a little blood on to the glove and tray the tube was sitting on. Tube cap popped off after drawing with a vacutainer straight needle. Blood came out onto the tray and glove, but I have not been told any further exposure other than that. " this particular incident only involved one tube in one specific lot . The incident occurred right after blood draw while the clinician was placing the patient label on the tube. The blood draw was with a vacutainer . The top completely came off as the clinician positioned it sideways to place the patient label".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.